Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to remove obstruction, gently clean speaker holes with a soft brush, wipe area with a lint-free cloth, and to perform these steps after call and contact technical support again if issue persisted.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.